Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Event description:
Sent: (B)(4) 2015 10:41. Subject: certas plus; unable to reprogram. I am a sales consultant in (B)(6). I have a customer who implanted a certas plus valve recently but is unable to reprogram it. They have reprogrammed many certas valves before without any problems but cannot change this setting on this particular patient. I went through everything in the technique guide again with them and they appear to be doing everything correctly. The neurosurgical team tried multiple times for hours yesterday and took many re-check x-rays without any success. The team have decided that they have no other choice but to explant the valve and replace it. Can you supply me with any other advice on what I can do in this situation? Sent: (B)(4) 2015 15:41. Since my last email, another member of the neurosurgical team was thankfully able to reprogram the valve to the desired setting without any major difficulty. They doubled checked with an x-ray and are satisfied with the result. We, therefore, assume it was user error and not a product issue so I didn't lodge a product complaint.

Manufacturer narrative:
It was initially unknown if the device would be returned. The customer later confirmed that the device remains implanted and no sample would be returned. It was reported that the customer was unable to reprogram a certas valve that was implanted in a patient three weeks prior. A second health care professional was subsequently able to successfully reprogram the valve. The conclusion made by the neurosurgical team was that it was user error and not a product fault. The product is still implanted. The patient is well and has had to issues due to the implant. The device remains implanted and no lot number information was provided; therefore, the device could not be evaluated and the manufacturing records could not be reviewed. Based on the information provided the reported issue was likely due to user error, as the device was able to be reprogrammed successfully by another operator. While it does not appear that a device failure has occurred, trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Device remains implanted.